Event description:
A laparoscopic cholecystectomy procedure was being done. The monopolar cable connected to the operative electrode reportedly sparked and flamed near the generator. The flames were extinguished with no injuries occurring. It was found that the cable cord had separated at the point of burning.